Manufacturer narrative:
Visual analysis of device photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Lymphadenopathy-breast: unable to observe since it is not related to the device. Capsular contracture-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported capsular contracture baker grade IV and lymphadenopathy. Device has been explanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV and lymphadenopathy. Device remains implanted.

Manufacturer narrative:
Continued: e.1. First name: (B)(6) a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy and capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported capsular contracture baker grade IV and lymphadenopathy . Device remains implanted. This relates to the left side.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade IV. And inflammatory lymph node. Device has been explanted.